Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. The manufacturer¿s aware date for this report reflects the corrected aware date of the initial report. The manufacturer¿s investigation for this event closed on 17may2019. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 0 days. Manufacturers investigation conclusion: a direct correlation between the device and the reported event could not conclusively be established through this evaluation. It was reported that on (B)(6) 2018, the patient had 160ml of bloody drainage from the anterior mediastinal and 50 ml in the posterior mediastinal in the first 45 minutes post implant procedure. The patient was returned to the operating room for bleeding. The patient was found to have bleeding occurring from the superior vena cava cannulation site, which got repaired. The patient remains ongoing on the device; no product is available for evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient had bloody discharge from the anterior and posterior mediastinum within the first 45 minutes after the implantation surgery. The patient was returned to the operating room for bleeding, which was found to be from the superior vena cava cannulation site and was repaired.